Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Following problems (not too bad compared to consumption): 3x phaseal optima secondary set (c16-o) broken off at injection port lot ta220359.

Manufacturer narrative:
One sample and photo provided to our quality team for investigation. Upon visual inspection, the connector is observed to be broken, verifying the reported incident. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta220359 all product was manufactured according to specification. There were no visual defects, damage, or breakage noted and in all cases the product performed as expected. Functional testing was performed including dimensional measurements, no issues observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. While we cannot identify a direct issue, it is likely this incident could be an extra force made by the user during the manipulation.

Event description:
No additional information